Event description:
The nurse reported that the customer received a letter from medtronic stating that her insulin pump may have a defect. The nurse also stated that the customer sometimes gets high blood glucose during mornings. The nurse was informed that the customer may have received a recall letter. The blood glucose reading was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.